Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; (B)(6), 315-35-00 - glnd kwire; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-35-01 - small glenoid plate; (B)(6), 320-36-00 - 36mm humeral liner +0 unconstrained; (B)(6), 531-20-00 - shldr gps rvrs drill kit; (B)(6), 531-78-20 - shouldr gps hex pins kit; (B)(6), a10012 - gps implant kit v2.

Event description:
As reported, approximately 10 months post op initial right tsa, this 73 y/o female patient was revised due to pain. Lateralised glenosphere to reduce impingement pain. Liner had to be removed to gain access to glenosphere. Patient was last known to be in stable condition following the event. Unable to obtain photos/x-rays. Product not returning - discarded by hospital.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-01165.